Manufacturer narrative:
The distributor, (B)(4), supplied a replacement centrifuge unit to the customer to resolve the issue. The customer stated the centrifuge has been discarded and is no longer available to be returned for further investigation. (B)(4)

Event description:
The customer stated that during centrifugation, the rt12 rotor broke and escaped from their statspin ssvt-1 centrifuge unit. The customer confirmed the safety shield was in use at the time of the event. There is no report of injury to the operator due to this event and no medical attention was needed.